Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a replacement on (B)(6) 2019.

Manufacturer narrative:
Continuation of d11: product ID 3550-29 lot# unknown product type accessory. Product ID 97745 serial# (B)(6) product type programmer, patient. H3: analysis of the ins (s/n: (B)(6)) found no significant anomalies and analysis of the plug boot found no anomalies. H6: fdc 67 pertains to the ins (s/n: (B)(6)) and plug boot. Fdm 10 and fdr 213 pertain to the ins (s/n: (B)(6)) and plug boot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the stimulation was turned off automatically. There was no error message and occurred already 4 times during the last days. The only electromagnetic source they identified was an induction cooker. There was a report that the device was implanted gluteal with two quad leads with one extension. The exact dates of therapy loss was sometime in the last 5 days. Time and date on the patient programmer were correctly set. During the recent follow up session, the time and date on the physician tablet were accurate. Additional information reported that the issue was still unsolved. Patient reported again that the stimulation turned off several times since the last follow up. They could not say the exact time of therapy loss but doesn't notice a stimulation stop directly. After a few minutes or hours when the pain increases they use to check the stimulator and then the ins was turned off. Explanation of the device behavior could not be found. After replacement of the controller issue, the issue was still unresolved. The implantable neurostimulator (ins) turns off 1-2 times per day. The patient knows how to use the controller. They could not find a pattern for the therapy loss, it seemed to happen randomly. The patient doesn't feel the therapy loss immediately. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was ongoing and the patient still had sudden therapy loss several times per day and the cause remains unknown. Programs were moved from 1 and 2 to position 3 and 4 plus adaptive stim was turned on. The patient reported that there was one day without therapy loss, directly after switching the program group but afterwards, the issue continued. Patient and physician were very unhappy with the situation. The patient spent 2 days with having the controller far away in the cellar. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it still happens 1-2 per day with no pattern found. They can exclude that some else uses the controller. It happens at different locations and the controller is not in the case, most of the time laid down. The patient was instructed to verify that stimulation was on and then put the controller far away, which didn't change anything. Assuming there was something wrong with the software. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot#: unknown, product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a device replacement on (B)(6) 2019 and the issue was resolved since replacement with no therapy loss since then.

Manufacturer narrative:
Correction to event description and device's info: updated for received information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the issue was still unsolved. Patient reported again that the stimulation turned off several times since the last follow up. They could not say the exact time of therapy loss but doesn't notice a stimulation stop directly. After a few minutes or hours when the pain increases they use to check the stimulator and then the ins was turned off. Explanation of the device behavior could not be found. After replacement of the controller issue, the issue was still unresolved. The implantable neurostimulator (ins) turns off 1-2 times per day. The patient knows how to use the controller. They could not find a pattern for the therapy loss, it seemed to happen randomly. The patient doesn't feel the therapy loss immediately. It was not due to electromagnetic interference (emi) as there was no power on reset (por) in the log files. No misuse of the controller was found. Another controller was tried. The cause of the therapy loss remains unknown. The issue was not resolved and the device will not be returned. No further complications were reported/anticipated.